Event description:
It was reported that during a laparoscopic hemicolectomy procedure, near the end the procedure and after use on the patient, the generator indicated an error code 5 and the scrub nurse and sales rep tried to clean the tip since it was dirty. They performed all the steps to get it going again but there was no use. Finally, the sales rep tried to clean it with gauze, and a piece of the tip fell off into the sales rep's hand. They did not use the device on anything hard during the procedure. They continued the procedure without the device, since it was close to the end of the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information: the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade